Event description:
It was reported that a malfunction occurred on the pump, with no notable events preceding it. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support if the issue happens again.